Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would likely have clogged during cleaning/disinfection process. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during the reprocessing of the device, their evis exera iii gastrointestinal videoscope device indicated it was clogged during reprocessing of the device. Reprocessing was not completed. When the device was received for evaluation by an olympus repair facility, it was discovered that the nozzle of the device was clogged with a dark, rubber-like material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a dark, rubbery foreign material was discovered to be clogging the nozzle. The customer's originally reported issue was therefore confirmed. The following additional findings were also noted: air/water flow issues, bending section cover glues worn out, plastic distal end cover damaged, light guide lens chipped, creases on insertion tube, and body control unit cover damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional becomes available.